Manufacturer narrative:
(B)(4). Upon follow up it was reported the patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further specified. On an unknown date the same month as onset, the patient discontinued pd therapy and started hemodialysis. The same month as onset, the patient was recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was reportedly an unconfirmed and unrelated medical condition; however, as this cause was not confirmed, the cause is unknown. The patient was treated with cipro (route, dose, frequency, and duration not reported) and a second, unknown antibiotic (route, dose, frequency, and duration not reported) for peritonitis. On an unreported date, dianeal therapy was discontinued. The patient was discharged from the hospital nine days after admission and was recovering from the event at the time of this report. No additional information is available.